Manufacturer narrative:
The pump was returned, and analysis found no anomaly. The catheter was returned, and analysis found an user related hole in the catheter body. Interrogation of the device indicated the pump was used to infuse saline. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare professional (hcp) via a clinical study regarding an implantable intrathecal pump. The indication for use was non-malignant pain and degenerative disc disease. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.